Manufacturer narrative:
We have received the complaint device for evaluation. We did not find any defects with this device when it was handled per our IFU instructions. When we attempted to slowly inflate the internal carotid balloon with saline, the balloon inflated properly and occluded the test fixture without safety balloon activation. However, when we attempted to inflate the internal carotid balloon quickly, it led to safety balloon inflation prior to internal carotid balloon. Our IFU properly instructs user to slowly inflate the internal carotid balloon with sterile saline to prevent premature safety balloon activation. The internal carotid balloon inflates at a pressure between 11+/-1 psi while the safety carotid balloon inflates at a pressure between 15+/-2 psi. So, the internal carotid balloon should be inflated slowly as stated in our IFU. Any excess pressure or rapid inflation will cause to inflate safety balloon prior to internal carotid balloon. The root cause of this problem was determined to be user error. Surgeon inflated the internal carotid balloon quickly that led to safety balloon inflation prior to internal carotid balloon. There was no injury or harm to the patient as the result of this incident. Surgeon completed the procedure by replacing the shunt.

Event description:
During carotid endarterectomy, surgeon inflated the internal carotid balloon with saline to occlude the internal carotid artery. However, the balloon was unable to block the blood flow from the internal carotid artery. Surgeon then replaced the lemaitre f3 shunt and continued the procedure. Surgeon was able to complete the procedure without any further complications.